Event description:
It was reported that the pump touch screen was scratched, unresponsive and delayed in responding to presses. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.